Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was not confirmed. Authorized service engineer checked the device on-site and redid the operational check, device was back to use functionally. The customer's reported problem was unable to be reproduced. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.